Event description:
It was reported that the vessel to be treated was not calcified or tortuous and had 75% stenosis. It was reported that no resistance was encountered during delivery of the device to lesion. It was reported that the balloon was inflated once to 4atms for 10 seconds when it burst.

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a lesion in the tibial artery. However it was reported that the balloon of the admiral xtreme device presented a leakage and could not be inflated. No abnormalities were reported during preparation of the device and inspection prior to use. It was reported that mild resistance was encountered at the time of balloon insertion. It was reported that the procedure was successfully completed with another admiral xtreme balloon catheter. The patient is reported to be fine post procedure. No clinical sequelae were reported.

Event description:
Evaluation summary: the distal end of the balloon surface was visibly damaged close to the distal marker band. The defect appeared as a corrugation. The balloon was inflated to 18atm blood came out of the balloon corrugation, showing a tear in the balloon of approximately 1.5mm length.

Manufacturer narrative:
Evaluation codes, results: other (based on information available no root cause can be determined). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).